Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that while using the bd safetyglide¿ needle it leaked. The following was received by the initial reporter: type of incident/problem: malfunction - during or after use. Level of harm: no apparent harm - reached patient/person, inconvenient incident details: pressure of the needle during immunizations cause vaccine to spray out (had no initial pressure noted when priming). Unknown dosage administered to client. Discussed rationale for reimmunizing and aftercare. Mom agreeable to reimmunizations. Client tolerated immunizations well.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd safetyglide¿ needle it leaked. The following was received by the initial reporter: type of incident/problem: malfunction - during or after use level of harm: no apparent harm - reached patient/person, inconvenient incident details: pressure of the needle during immunizations cause vaccine to spray out (had no initial pressure noted when priming). Unknown dosage administered to client. Discussed rationale for reimmunizing and aftercare. Mom agreeable to reimmunizations. Client tolerated immunizations well.